Event description:
The doctor indicates that the abutment screw has fractured, the implant remains in place.

Manufacturer narrative:
Upon visual inspection of the returned device, it was confirmed that this abutment screw has fractured. Visual inspection of the product and of the radiograph provided by the dentist did not provide any indication of a manufacturing deviation that would contribute to this event. No lot number was provided for review. No cause for this fracture can be determined. (B)(4).